Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was partially capped due to noise. The pace/sense portion of the lead was capped and a new rv lead was placed. Should additional information become available, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Apparent noise on rv intracardiac as well as intermittent ff noise. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.